Manufacturer narrative:
At the completion of the investigation, based on the information received, there were substantial evidence to support the following reported events; endoleak type ib of the right iliac limb, aneurysm enlargement, secondary procedure to reline with a main body, and bilateral ovation limb extensions. There were not enough evidence to support the reported endoleak type iiib. Additionally there was evidence to reasonably support the following observation; migration of the suprarenal cuff that will be reported in a separate MDR. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related anatomical factors due to enlargement of the right common iliac artery over time. The stent apposition to the arterial wall was lost with the increase in common iliac artery diameter. There were no known procedure, user, off label, or cautionary product use conditions determined. Associated clinical harms for this device failure included: type ib endoleak, aneurysm enlargement, and a secondary endovascular procedure. The final patient disposition was unknown. The final patient disposition was unknown. The final patient disposition was unknown. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. Correction: (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A patient previously implanted with afx devices to repair an abdominal aortic aneurysm returned for a routine follow up, approximately five (5) years post-op. Patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. The follow-up showed aneurysm growth with possible type ib and/ or type iiib endoleak present. The patient had right common iliac aneurysm growth, the stent is no longer in contact with the iliac. The patient is reported as stable. A re-intervention is planned for a later date and the patient will continue to be monitored.